Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 15, and was not resettable. The customer's blood glucose level exceeded 500 mg/dl due to the issue, displaying a "high" reading, and the customer administered a correction bolus via the pump to address the high level. The support team arranged to replace the pump and instructed the customer on the necessary steps to return the malfunctioning pump, assured that a replacement with updated software would be sent, and confirmed the customer's acknowledgment of the required training.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a bolus via the pump. Ultimately, the customer reverted to an alternate method of insulin therapy.